Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section e initial reporter phone, initial reporter occupation, other occupation and section g report source and section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all new order were not crossing over to one system. A technical support specialist dialed into the server and ran a downtime query, confirming that the last successfully processed xml timestamp was current. The tss ran query from knowledge article - "medes: interface delayed/down notice". No notices were found on health sight viewer (hsv) indicating any patient or order delays. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that all new orders not crossed over the machine. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that all new orders not crossed over the machine. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.